Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit shuts down and reboots on its own. It was further reported that the unit requires to manually remove it from stand by.